Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 3.8 checking the function in combination with related equipment". [Inspection of water supply]. 1, cover the air/water button hole with your finger. 2, push the button while blocking the hole. Ensure that water flows across the endoscopic image. 3 release your finger from the air/water button. Visually check that water stops flowing on the endoscope screen and that the button smoothly returns to its original position." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know when the foreign material adhered to the scope. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope's drainage was poor and takes longer than usual to completely remove the water even if air is supplied after water is supplied to the lens surface. The issue was found during a procedure. There were no reports of patient harm/health hazards. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object found in the nozzle.